Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as the date of publication, 01oct2025, since the date of data collection was not provided. Physical medicine and rehab department, medstar health, washington, dc 2 physical medicine and rehab department, medstar heart and vascular institute, medstar thoracic surgery program, medstar health, washington, dc mckeeman, s., kupsho, r., & oakman, b. (2025). Physical rehabilitation from temporary to durable biventricular support: a case report. Cardiopulmonary physical therapy journal, 36(4), 304¿308. Https://doi.org/10.1097/cpt.0000000000000298. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of 90979616). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The literature article, physical rehabilitation from temporary to durable biventricular support: a case report, presented the case of 33-year-old woman¿s inpatient physical therapy regime following heartmate 3 (hm 3) bi- ventricular assist device (vad) implantation. In this case, bilateral hm 3 implantation was indicated due to global chemotherapy-induced cardiomyopathy. Preimplantation presentation included: cardiogenic shock, lactic acid value of 8.3, a cardiac index value of =1.9 and an ejection fraction of 10% with severe right ventricular failure as assessed by echocardiography. Ultimately, the patient was able to be discharged directly home after bivad implantation after having achieved all functional goals. There were no adverse events during rehabilitation participation. Since discharge, there have been no medical or lvad-related complications and echos have demonstrated well-seated inflow cannulas with moderate tricuspid regurgitation. The patient has achieved permanent remission as assessed by bone marrow biopsy and is currently listed for curative heart transplant. Within the body of the article, historical hm3 general statistics were cited, including; one-year survival rate at 85% and life expectancy of 5 to 10 years. The article additionally reported that adverse events are higher after bivad hm 3 implant for right ventricle implantation.